Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries to remove one or more essure coils.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: on (B)(6) 2016, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. Company causality comment: incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), menorrhagia ("heavy abnormal bleeding/ menorrhagia") and vaginal haemorrhage ("heavy abnormal bleeding/ abnormal vaginal bleeding") in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ cramping in abdomen"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (ablation in 2012).essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vulvovaginal pain, abdominal pain lower, female sexual dysfunction, nausea, dysmenorrhoea and dyspareunia was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described (confirmed) in patient's medical records: dysmenorrhea, menorragia and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), nausea, dysmenorrhea (cramping), pain (pain, vaginal, cramping in abdomen). Ablation as treatment for abnormal bleeding in 2012. Hysterectomy and salpingectomy on (B)(6) 2016. Most symptoms decreased following removal. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.